Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the autopulse li-ion battery (s/n (B)(4)) lasted only 10 minutes. Prior to use the battery showed a full charge status. When used on patient (B)(6), the battery performed compressions for 10 minutes. The customer replaced the battery and the second battery performed compressions for 40 minutes. There were no adverse patient impact reported. No additional information was provided.